Event description:
It was reported that a malfunction occurred on the pump after it was dropped, although no damage was noted. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurred.